Manufacturer narrative:
Eval: this event is still under investigation.

Event description:
During removal of pleural catheter, tip broke off in pleural cavity. No complaints of pain form the patient. Physician decision to leave in place at this time as patient is anticoagulated and physician feels risk of removal outweighs benefit. Plans to remove tip surgically once healing completed, estimated time 6-10 months.